Manufacturer narrative:
The equipment was evaluated after the event date which occurred on (B)(6) 2012.

Manufacturer narrative:
The equipment was evaluated after the event date which occurred on (B)(4) 2012. The field service engineer (fse) was dispatched and reseated the contact of the y2 galvo driver board to the y2 galvo. Fse checked and adjusted the roundness of the side cut and adjusted the overlap of the yellow ring to it. The bed cut was ok. Fse asked the doctor regarding the incident and he explained to the fse that during the shift of the bed cut he could hear a humming noise. Fse could not hear that noise. Fse cleaned and reseated the cables to resolve the noise issue. System was tested and system meets amo specifications.

Event description:
Customer reported a galvo shift error during a procedure. The bed cut shifts out of the borders of the yellow ring. The flap was decentered on the right eye (od). The flap was incomplete and only the pocket was started. The procedure was aborted. No loss of vision was reported.

Manufacturer narrative:
Additional narrative - the returned galvo was evaluated visually by service depot and no visual issues observed. The returned galvo was functionally tested and no problems were found, all the testing was within specification.